Event description:
Attempted to place 3-point mayfield clamp on patient head. Clamp was not holding so used a second clamp. The second mayfield clamp would not hold. Assessed patient scalp and noted patient may have fracture to the cranium. Head CT confirmed cranial fracture. Case aborted because unable to pin head at this time.